Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump button wont respond. Customer dropped insulin pump few times. No harm requiring medical intervention was reported. Customer reported that the time display and minute was change. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Retainer ring = clear. Customer returned insulin pump for an alleged unresponsive keypad and cosmetic damage located at an unspecified location found on may 19, 2020. Device was unable to do the self test and displacement test due to a unresponsive keypad located on all buttons. Device was cut open to perform visual inspection and moisture damage was found on the keypad assembly. The j1 connector on pcba 1 was locked properly during visual inspection. Successfully downloaded history files and traces using thus. No stuck key alarm found in the history files or traces. Device passed the keypad voltage test. Test p-cap and reservoir locked properly into reservoir compartment during testing, however damaged retainer ring was noted. The following was noted during visual inspection: pillowing keypad overlay, scratched case, missing display window/cover, cracked keypad overlay, cracked retainer, cracked case (battery tube), cracked case on corner of belt clip rails, battery tube threads cracked, broken belt clip rails and corroded battery tube found. In summary, customers alleged unresponsive keypad was confirmed through testing where the keypad overlay was unresponsive due to moisture damage on the keypad assembly. Additionally a corroded battery tube was noted as well as cosmetic damage located at the retainer ring where a cracked retainer ring was noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.